Event description:
The lay user/patient contacted lifescan in 2005 and alleged that her one touch ultra meter was reading inaccurately erratic. A patient reported blood glucose results of 24 mg/dl and 234 mg/dl with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of hte meter in terms of precision. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was unable/unwilling to answer when she had opened the control solution vial and therfore, a quality control check could not be performed. The patient also reported that she received error 2 messages with the last 2 strips from a vial of 10. The precision test documented above was performed from a new vial of test strips. This complaint is reported because the precision test was outside the specifications and the patient reported error 2 message. The patient did not receive any medical attention. Lifescan will arrange for a representative to go and check the patient's meter with control solution.